Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 2 patient samples tested for crpl3 c-reactive protein gen.3 (crpl3) on a cobas 8000 c 702 module. Patient 1 was initially tested for high sensitive crp on a cobas 8000 c 502 module and the result was > 20 (unit of measure not provided). The sample was repeated on the c702 module and the crpl3 result was < 0.3 umol/l. The sample was repeated again on the c702 module and the result was 84.1 umol/l. A new sample was obtained and the result was 71 umol/l. Patient 2 initial crpl3 result was 0.0 umol/l. The sample was repeated twice with results of 25.7 umol/l and 26.0 umol/l. The higher results were believed to be correct for both patients. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 334101. The expiration date was not provided. Calibration and qc were acceptable. No issues were identified during a review of the customer's calibration data. The customer's crpl3 precision data was acceptable. The customer suspects an air bubble in the patient samples affecting the crpl3 results. The customer used micro cups and stated they had difficulty identifying bubbles in the samples. The alarm trace data shows several sample foam detection errors and some abnormal aspiration errors. This suggests an issue with sample quality. Crpl3 requires a small sample volume and is very sensitive to any sample quality issues. It is not clear if the customer actually defined micro cups for the affected samples. The instrument is unable to detect the micro cups by their dimension and this test must be specified in the instrument. An instrument issue is not suspected. Based on the qc data and the repeat results, a reagent issue has been excluded.

Manufacturer narrative:
The investigation findings were consistent with an issue with the sample quality, fibrin , clots or foam bubbles.